Manufacturer narrative:
(B)(4).

Event description:
While the device was in the philips repair bench (bench) for an upgrade, the bench noted that one of the battery pca connector pins was bent. There was no associated symptom and no indication or allegation of a malfunction. There was no pt involvement.